Event description:
It was reported that the device switched off during use. Reportedly, the device was connected to mains power supply. The device was replaced with another device. There were no health consequences for the patient reported.

Manufacturer narrative:
The affected device was examined onsite by the dräger service and the log file was provided for further investigation. Analysis of the log file could confirm that the device performed a restart due to a worn out and overaged internal battery. The device, savina 300, is equipped with an internal battery that is intended to cover mains power losses or ensure ongoing ventilation during a patient transport. The device software performs a battery test procedure in the background in regular intervals to check the internal battery for proper operation. In particular, the test interrupts external power sources and will switch to internal battery for 500ms. If the capacity of the internal battery is too low, and the device detects this during this short period, the test will be cancelled. If the internal batteries are completely depleted and have no remaining capacity, the device will reboot due to lack of power for 500ms on internal battery, as happened in the present case. In case of a restart a corresponding error code is logged in the log file and the device alarms high prior device error after the restart. In case a ventilation is active at the time of restart, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. After restart the ventilation continues with previous settings. According to the instruction for use, the internal battery has to be checked before every use of the ventilator. Also, the internal battery has to be checked during maintenance after 12 months and replaced every 2 years. In the current case, the internal battery was in use for 7 years. The internal battery was replaced by the dräger service. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device switched off during use. Reportedly, the device was connected to mains power supply. The device was replaced with another device. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.